Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy with some associated patient discomfort/pain. Sense b node issue is suspected. Provocation testing was performed, and noise was unable to be recreated. Technical services reviewed available device data and provided general recommendations and troubleshooting for sense b node management. The device was also reprogrammed to secondary vector. No adverse patient effects were reported. This s-ICD remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shock therapy with some associated patient discomfort/pain. Node b sense issue is suspected. Provocation testing was performed, and data was sent to technical services for review. The device was also reprogrammed to secondary vector. No adverse patient effects were reported. This s-ICD remains in service.